Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer replacing the cpu board addressed the reported problem.